Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5090768) that a female patient who underwent an unspecified breast prosthesis implantation with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including decline in health, chronic muscle pain, chronic migraines, tinnitus resulting in hearing loss, oral gum instability resulting in complete teeth loss, gastrointestinal pain, chronic uti, kidney disease, liver disease ,mass on liver, chronic insomnia, weight gain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 23, 2020, mentor became aware that the patient had undergone bilateral implant explantation surgery without replacement on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).